Event description:
The reporter stated that the tip of the screwdriver broke off during a surgical procedure while the surgeon was placing a screw during fixation of a fracture of the talus. The small metal fragment from the screwdriver tip had to be retrieved from the patient's surgical wound. The surgical incision was extended to facilitate removal of the fragment, and the length of the surgical procedure was prolonged by about one hour. There was no reported adverse outcome for the patient postoperatively to date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated, based upon the reported information.